Event description:
It was reported that while attempting to disconnect the cathode from the lead wire, the wire from the cathode came out. An add'l unit was readily available and surgery was completed. Pt status is fine.